Manufacturer narrative:
The reported event of low impedance was unconfirmed. Impedance measurements were performed and the device showed normal function. Premature battery depletion was confirmed by analysis. No sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.

Manufacturer narrative:
The device is included in the battery performance alert advisory issued by abbott on 28 august 2017. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-11698. Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and the implantable cardioverter defibrillator replacement was scheduled. On (B)(6) 2021, the patient presented to the hospital for a device replacement procedure. During the pre-procedure device interrogation, low pacing impedance and low defibrillation impedance were noted on the right ventricular lead channel. The lead was tested on the pacing system analyzer and impedance was found to be within normal limits. The physician opted to keep the right ventricular lead in use and continue to monitor the lead. The implantable cardioverter defibrillator was then explanted and replaced successfully. The patient was in stable condition.